Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "the arrow dilator spliced at the front of the tip during insertion, so that a braun dilator was inserted, which was easy to insert. Then they tried to insert the quadro from arrow over the wire, it could only be inserted to a depth of 13 cm, then it was difficult to remove it. Over the lying wire a trio from braun was inserted without problems".

Event description:
Customer reported that "the arrow dilator spliced at the front of the tip during insertion, so that a braun dilator was inserted, which was easy to insert. Then they tried to insert the quadro from arrow over the wire, it could only be inserted to a depth of 13 cm, then it was difficult to remove it. Over the lying wire a trio from braun was inserted without problems".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.